Event description:
It was reported that capture management induced two episodes of ventricular fibrillation which was terminated by shock from the implantable cardioverter defibrillator (ICD). Capture management on the device was disabled and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analyst confirmed that the capture management feature induced the arrhythmia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.